Event description:
It was reported that "staff says there is a pinhole in the balloon causing it to leak and have loss of helium. Blood was coming out the middle". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a